Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The tip of the constrained liner extractor broke off.

Manufacturer narrative:
(B)(4). Examination of the returned instrument confirmed a portion of the tip broke off. A previous investigation found the instrument may have been used to pry out either a metal or ceramic liner instead of tapping to gently breaking the bond between the tapers. This instrument was designed for removal of polymer inserts. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.